Event description:
It was reported that the presyncopal patient presented in clinic reporting dizziness. Upon interrogation, the right ventricular lead exhibited high impedance, intermittent loss of capture and a rise in capture threshold. The system was extracted and replaced successfully on (B)(6) 2017. Patient was doing fine after the procedure.